Event description:
It was reported that a patient underwent a laminectomy on (B)(6) 2012 and a drain was inserted into the spinal cavity. It was noted later that day that the drain was not suctioning and a hematoma developed. The patient was returned to the operating room for surgery on the same day. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.